Manufacturer narrative:
Other applicable components are: product ID: 3093-28, lot#: v556823, implanted: (B)(6) 2010, product type: lead.

Event description:
Information was received from a health care professional manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that the patient had a lead fragment left after their device explant and the doctor wanted to do an MRI. The representative did not have any therapy related information. Additional information was received from the health care professional vi a manufacturer representative and it was reported that the patient had a lead fracture with retained fragment what was still in/anterior to the sacrum. The lead snapped off during removal and the patient was in need of an MRI. It was noted that the patient had their first lead as a fragment and their second lead was still implant, but would be explanted. No further complications were reported.